Event description:
It was reported that the patient was implanted with a durasul cocr head, durasul alpha insert and lateral straight stem, on (B)(6) 2005. According to the reporter, the patient was suffering from (unknown) discomforts. X-ray pictures revealed distinct osteolysis. Surgeon assumed increased wear of the implant. Due to osteolysis, the patient underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive the affected devices. X-ray pictures were received and they will be evaluated. Where lot numbers were received for the devices, but this does not match the device reference number. Once the product affected is received, the lot number will be rectified. While the cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted. (B)(4).